Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off.

Event description:
On (B)(6) 2013, the reporter stated that she went to urgent care because the needle broke off at the injection site. She could feel the needle at the site. On an unknown date, an x-ray and a cat scan were performed but neither showed the needle in the site. According to the reporter the needle was in the right buttock. On an unknown date, the reporter was placed on antibiotics.